Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant bodily injury, pain and suffering, infection, dyspareunia, and has undergone corrective surgery.

Manufacturer narrative:
The sample was not returned. The lot number is unk, therefore, the device history record could not be reviewed. The instruction for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(6).